Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly and blank display. Customer's blood glucose at time of incident was unknown. Customer stated that pump screen is no longer working and now is blank. Customer stated that he can't see anything on the screen. Customer was advised that we will call him back.